Manufacturer narrative:
As an investigation (dr.'s response) the patient moved during operation, and aspiration came off. The doctor considered that it is not a device malfunction. Instead, the suction ring came off due to the fact that the patient moved. A week after the operation, the ref value rarely changed, and the patient hasn't report any discomfort by contact lens correction. The cornea is clear without any opacity. (Internal investigation): it is confirmed that the device is used about 17 years which is over the 7 years of its device life time. The doctor considered that the device functions properly, and he did not return the device to nidek for inspection. The incident was occurred due to the unexpected movement by the patient, and the adverse event was not reported from the doctor. This event was occurred at the facility in (B)(6), however; same product model was distributed in the u.s. And it is considered possible adverse event, therefore; we determined this information was reportable.

Event description:
During making a flap on the cornea, the control unit made the electronic beep sound, and the device stopped the oscillation. The doctor cancelled the operation.